Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be determined.

Event description:
Additional information received from the rep confirmed that the procedure was not cancelled therefore, this is not a reportable event. This report includes an updated event description. During the atrial fibrillation procedure, self-test issues with the amplifier resulted in the procedure being cancelled. The amplifier did not perform the startup self-test and the status indicator was flashing orange. Troubleshooting attempts did not resolve the issue so the system was switched to the non-abbott system (carto) to complete the procedure with no adverse consequences to the patient.

Event description:
During the atrial fibrillation procedure, self-test issues with the amplifier resulted in the procedure being cancelled. The amplifier did not perform the startup self-test and the status indicator was flashing orange. Troubleshooting attempts did not resolve the issue so the procedure was cancelled.